Event description:
It was reported that during a lap cholecystectomy, the devices were not activating. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The instrument was tested for continuity and was found to be conforming. No activation issues were noted at any time during testing. No conclusion could be drawn as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.